Event description:
At about 2 years and 3 months after primary, the patient came in reporting tibial subsidence which caused subsequent tibial loosening caused by transporting heavy loads. Surgeon revised all the components successfully.

Manufacturer narrative:
Batch review performed on 23-apr-2025 lot 2113293: 50 items manufactured and released on 13-dec-2021. Expiration date: 29-nov-2026. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.